Manufacturer narrative:
Implanted approximately three weeks before explantation: (B)(6) 2012. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient had a laforte 1 osteotomy performed and was implanted with plates and screws approximately (B)(6) 2012. Patient presented to surgeon with an infection on an unknown date. Patient was returned to o.r. On (B)(6) 2012, all hardware was removed, wound was cleaned, and patient was revised to additional plates and screws. The hospital reports the hardware will not be returned to synthes. No further information is available. This is 14 of 18 reports.